Event description:
The customer reported, the foot extension would not release. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot extension was removed and replaced. The system was then found to be working as intended, and put back into service.